Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that at 22:00 on (B)(6), 2025, the surgery was whole brain angiography and intracranial aneurysm embolization. The location of the intracranial aneurysm was determined by angiography. A 6f short sheath, distal access catheter, guidewire synchro-14, echelon 145-5091-150 microcatheter, and detachable spring coil were selected. After the preparation work was completed, the echelon 145-5091-150 was taken out of the package for moisturization. It was delivered to the body. Under dsa fluoroscopy, it was found that the second marking point at the tip of the microcatheter was not developed, and the spring coil could not be detached at the correct mark, and the surgery could not be performed safely. After the surgery was completed, the surgeon complained that the tip of the microcatheter was damaged and the surgery could not be performed safely. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of an aneurysm. It was noted the patient's vessel tortuosity was normal. The access vessel was the radial artery with a diameter of 4 mm. Additional information was received clarifying that the marking point at the tip of the microcatheter was not visible under dsa. No damage was visible in the field of view of the marking band. The cause of the marking point at the tip not being developed was not determined. The cause of the tip damage was not determined.

Manufacturer narrative:
H3: product analysis as found condition (condition of returned device): the echelon-10 microcatheter was returned for analysis within a shipping box, within a sealed plastic biohazard pouch, within an opened echelon-10 inner pouch, and within a dispenser coil. Damage location details: no damage was found with the echelon-10 hub. No damage was found to the catheter¿s body. The distal tip was found to be damaged. The marker band did not return. No other anomalies were observed testing/analysis (including sem reports): the echelon-10 catheter total length was measured to be ~152.1cm, and the usable length was measured to be ~145.1cm, which is within specification (specification: total (ref) = 152cm, usable = 144.0cm ± 1.5cm). The echelon-10 catheter was flushed; however, no water exited from the distal tip. An in-house silverspeed-14 hydrophilic guidewire, which entered the hub and exited the distal tip without any resistance. Conclusion: based on the device analysis and the reported information, the customer¿s report of ¿catheter resistance¿ was able to be confirmed, and the root cause could not be determined. The echelon-10 hub and catheter body were found to be in good condition; however, the distal tip was found to be damaged, with the marker band broken off. The damage may have been caused by the resistance met at the distal tip. This cannot be confirmed. The customer's report of ¿catheter kink/damage¿ was unable to be confirmed. No damage to the catheter body was found. The customer noted that ¿it was found that the second marking point at the tip of the microcatheter was not developed, and the spring coil could not be detached at the correct mark¿. This was confirmed. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. It was noted that the patient's vessel tortuosity was normal. Possible causes of failure are, but not limited to, incompatible devices, catheter damage, or device damage, I insufficient catheter flushing or lack of continuous flush, and insufficient guidewire or delivery system hydration. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 imdrf-annex a coding corrected based on all information received from initial complaint and follow-up. No new information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported there was no evidence of foreign body in patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.